Event description:
It was reported that the shock impedance was greater than 400 ohms. An in-office visit was conducted. The patient stated that it felt like the electrode was poking out at the xyphoid. The doctor elected to explant and replace both the electrode and the pulse generator. This was done successfully. There were no additional adverse patient effects.